Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward add'l info to the FDA.

Event description:
No incident has occurred or been detected. During installation of an upgrade, deliveries were abnormally terminating because 'table long' movement exceeded static tolerance. An investigation has identified an issue where static tolerances from calibration files are being used instead of machine calculated values.